Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2020. A manufacturing record evaluation could not be completed as batch jed471 is invalid.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle when sewing a blood vessel. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.